Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review was conducted, and no nonconformities were found that would have led to the reported complaint.

Event description:
A leakage problem during patient use with a spiros was reported when using a check valve with male/female luer lock. The non-return valve was not working. Once the contrast agent injection was completed, blood leaked all over the patient and the "scan" (ner). Other consequence: there was surface contamination. Measures taken: surface cleaning. No other information is available at this time.

Manufacturer narrative:
The device is not available for investigation as the customer discarded it. A review of the device history record is pending.